Manufacturer narrative:
The field service rep determined the cause of the leak was a tube that came off the waste pump. He reseated the tube on the pump and initialized the analyzer with no leaks.

Event description:
Customer states she has a water leak coming from the rear of the analyzer into the walkway in front of the instrument. She states there have not been any injuries related to the leak and no erroneous pt results were generated. Customer initially thought the leak was water, but confirmed she is not sure what type of fluid was leaking from the analyzer.